Event description:
A user facility employee removed an endoscope from a system 1 at the end of a processing cycle. While blowing fluid from the endoscope using compressed air, the employee splashed fluid expelled from the endoscope into her left eye. The employee was not wearing a face shield. She flushed her eye with water. The employee was not treated in the user facility ER, but consulted her personal physician, who diagnosed that she sustained a slightly burned cornea which was expected to heal fully.

Event description:
The employee returned to work the next day.

Manufacturer narrative:
A steris service technician inspected the system 1 processor and determined that it was operating normally. The processor cycle includes 4 sterile water rinses following the sterilant exposure phase, such that processed instruments contain only hot rinse water upon conclusion of processing. It was observed that this facility had an unusual drainage arrangement involving two system 1 processors, one installed above the other, with both processors sharing a drain hose of a smaller diameter than recommended. The user facility reported that the system 1 unit was draining slowly and incompletely. At the request of the hospital, steris installed the correct size drain hose and took over servicing of the units, which previously were serviced by the hospital. Steris also performed in-service training for the hospital staff using the system 1 processor. It was recommended that eye protection be worn if the facility continued its practice of using compressed air to remove residual water from internal endoscope channels. Steris' medical device reporting process in place at the time of this complaint did not require reporting of this injury due to the language regarding what constitutes a reportable serious injury or death. Nonetheless, steris' current process is a more conservative approach relating to reporting and therefore this complaint, reviewed today, would have resulted in a medwatch report filed with the agency.